Manufacturer narrative:
(B)(4). Title: bovine jugular vein valved conduit: up to ten years follow-up citation: the journal of thoracic and cardiovascular surgery volume 141, issue 4, april 2011, pages 983¿987 doi:10.1016/j.jtcvs.2010.08.037 authors: natasha prior, md, frcs, nelson alphonso, md, frcs, philip arnold, bm, frca, ian peart, mbchb, frcp, kent thorburn, mmed, mrcp, fcpaed, frcpch, prem venugopal, mch, frcs, and antonio f. Corno, md, frcs, facc, fetcs month and year of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review that a study was performed to evaluate mortality and conduit failure of this pulmonary valved conduit during a ten year follow up period. The retrospective study population included 198 patients (predominantly male; mean age 6.7 +/- 5.8 years), all of which were implanted with a medtronic contegra device (serial numbers were not reported). Across all patients, 5 early deaths and 5 late deaths occurred which were reported to be unrelated to the conduit. Across all patients, the following adverse events occurred; 14 incidents of obstruction/stenosis and 1 incident of regurgitation. It was reported that 10 transcatheter devices were implanted and 5 surgical revisions were used to treat the conduit failures. The study found a higher incidence of conduit failure in smaller patients and was deemed to be related to patient outgrowth. Other adverse events included, 1 incident of endocarditis 9 months post implant and was treated with a conduit replacement. The reported endocarditis was not caused by the device. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.